Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple motor error alarms. Customer's blood glucose was 545 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.